Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that label lift occurred before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "labels coming off tubes. You can see label issue while still in the styrofoam container."

Event description:
It was reported that label lift occurred before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "labels coming off tubes. You can see label issue while still in the sytrofoam container."

Manufacturer narrative:
Patient and device codes. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA 1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Device evaluated by MFR.